Event description:
A patient reported experiencing inaccurate low results with a ot profile meter. The patient's blood glucose results were 165mg/dl (otp), 261 mg/dl (lab). Test were done < 10 minutes apart with a difference of 40%. Patient did not experience any adverse event. No further information has been reported.